Manufacturer narrative:
The failure investigation has been completed. The pump could not be investigated due to an unrelated issue.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of over 429 mg/dl and a high level of ketones identified as dangerous by healthcare provider. The customer alleged that insulin was not being delivered properly; however this could not be confirmed as customer declined a system check with tandem technical support. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on (B)(6) 2021 with the issue resolved and no permanent damage.